Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system (access 2) generated an erroneous troponin I (accutni) result on a patient sample. Customer reported that access accutni reagent, lot 118472, and access accutni calibrators (s0-s5), lot 116461, were used in conjunction with the access 2 system. Customer reported that biorad quality control, lot 23520, was passing, not only on cardiac assays, but all assays. Customer reported that the erroneous result was reported out of the laboratory. Customer reported that the cardiologist questioned the result. Customer reported that there was no change to patient care. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found no instrument performance issues.